Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review is not applicable. The certificate of conformance (c of c) was not available for review because the reported serial number does not appear to be included in any of the batches received in maquet wayne.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope image is cloudy, unable to see picture. Customer service told the caller repair or replacement is not available. There is no record of this scope. Based on the s/n sequence, this scope precedes our records.

Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope image is cloudy, unable to see picture. Customer service told the caller repair or replacement is not available. There is no record of this scope. Based on the s/n sequence, this scope precedes our records.